Event description:
Pt was discovered lying on the floor with the upright portion of a posey over bed cradle piercing the pt's right side. The resident stated that they slipped off the bed onto the floor. The pt's partial state of dress indicated the pt was dressing. Pt was discovered at 20:02. The bed cradle was placed and was in correct position at 19:00. Pt lacerated liver requiring surgery. Pt received 2 units packed cells.